Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture grade iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with an unknown mentor silicone prosthesis experienced bilateral capsular contracture grade iii and left-sided symptomatic rupture postoperative. Mammogram & MRI examinations confirmed the rupture. As a result, patient underwent bilateral removal on (B)(6) 2024. This report relates to the right side.

Manufacturer narrative:
Per additional information received on may 29, 2024, indicated that the patient right side does not have issue with capsular contracture, instead patient experienced bilateral ptosis. As a result, patient underwent bilateral mastopexy, left sided capsulectomy and bilateral replacements as follow: l/ cat: 3503501bc, sn: (B)(6), r/ cat: 3503501bc, sn: (B)(6). Manufacturer¿s reference number: (B)(4).